Event description:
Boston scientific crm received information that, during a routine device replacement procedure, the device was tight in the pocket, and the header was in an inferior position in the pocket. The device was able to be manipulated and removed from the pocket with finger pressure. As the device was removed from the pocket, the header came off the device case. The patient was asystolic for several seconds until the leads were removed from the detached header and connected to an external permanent pacemaker. The patient experienced dizzyness due to the asystole. No further adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection confirmed the header was completely separated from the device case and the feed through which connect the device circuitry to the header connector blocks were fractured. Microscopic analysis of the header bond connection area noted the medical adhesive was still attached to the header. All telemetry and interrogation operations were normal. However, electrical functions could not be tested due to the detached header.

Manufacturer narrative:
The device has been returned for analysis. This report will be updated upon completion of analysis.